Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus requested the facility to provide the additional information, however the facility did not provide it. Omsc could not review the manufacturing history (DHR) of the subject device because the model name and serial number of the subject device were not informed from the facility. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the user it was considered that the reported phenomenon was attributed to wrong reprocess by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the following from the user. During the manually cleaning of the subject device, the user performed the aspiration the detergent solution. After that the user used the subject device to the patient without the subsequent reprocessing of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.